Event description:
A user facility clinic manager (cm) reported a patient care technician (pct) reported a blood leak at 12:10 as soon as treatment started. The pump was stopped and lines were clamped as soon as possible. No blood was returned and the machine was pulled out from the floor. The patient denied any complaints or discomfort. Vital signs were stable. Treatment was resumed at 12:45 with a new system and system. The patient was systematic. Additional information provided by the cm stated an internal dialyzer blood leak occurred immediately upon initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed in the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150-200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service and bleached before being returned back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: d1, d4.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints address internal blood leaks (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported a patient care technician (pct) reported a blood leak at 12:10 as soon as treatment started. The pump was stopped and lines were clamped as soon as possible. No blood was returned and the machine was pulled out from the floor. The patient denied any complaints or discomfort. Vital signs were stable. Treatment was resumed at 12:45 with a new system and system. The patient was systematic. Additional information provided by the cm stated an internal dialyzer blood leak occurred immediately upon initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed in the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150-200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service and bleached before being returned back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a patient care technician (pct) reported a blood leak at 12:10 as soon as treatment started. The pump was stopped and lines were clamped as soon as possible. No blood was returned and the machine was pulled out from the floor. The patient denied any complaints or discomfort. Vital signs were stable. Treatment was resumed at 12:45 with a new system and system. The patient was systematic. Additional information provided by the cm stated an internal dialyzer blood leak occurred immediately upon initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed in the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150-200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service and bleached before being returned back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: g3. Date received should have been (B)(6) 2024 for initial submission.

Event description:
A user facility clinic manager (cm) reported a patient care technician (pct) reported a blood leak at 12:10 as soon as treatment started. The pump was stopped and lines were clamped as soon as possible. No blood was returned and the machine was pulled out from the floor. The patient denied any complaints or discomfort. Vital signs were stable. Treatment was resumed at 12:45 with a new system and system. The patient was systematic. Additional information provided by the cm stated an internal dialyzer blood leak occurred immediately upon initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed in the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150-200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service and bleached before being returned back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.